Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01281.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to deploy a ruby coil in the target vessel using a lantern delivery microcatheter , the physician noticed the ruby coil was too big for the aneurysm, therefore, it was removed. However, while resheathing the ruby coil outside of the patient's body, the technologist experienced resistance and the ruby coil unintentionally detached from the pusher assembly. The physician then attempted to deploy a different size ruby coil in the aneurysm; however, the ruby coil was too big for the aneurysm and it was removed. Upon attempting to resheath this ruby coil, the technologist experienced resistance again and the ruby coil unintentionally detached as well. The procedure was then completed using new ruby coils and the same lantern delivery microcatheter. The physician did not use a rotating hemostasis valve (rhv), however, the microcatheter was flushed after every coil. There was no adverse effect on the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 5.0 cm from the proximal end; the embolization coil was intact with the pusher assembly; the introducer sheath was stretched and necked down approximately 10.0 cm from the proximal end. Conclusions: evaluation of the returned device revealed that the ruby coil¿s introducer sheath was stretched. This type of damage typically occurs due to improper handling during use. If the introducer sheath is forcefully gripped during manipulation, damage such as this may occur. The damaged introducer sheath likely contributed to the resistance that was experienced and the embolization coil not advancing during the procedure. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.